Manufacturer narrative:
Sensor (0m0063m9y7w) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. Sensor plug was returned and was fully seated. Extracted data using approved software, sensor was found to be in sensor state is 5 (indicating normal termination). Removed plug and inspected plug assembly, uncurled side snap was observed, indicating improper assembly by the user. This case is not confirmed to use error. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 7.4 mmol/l, 2.2 mmol/l and 22.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 7.4 mmol/l, 2.2 mmol/l and 22.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section h2 has been updated as additional investigation information has been received.    Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.